Event description:
The customer reported experiencing high blood glucose of 146mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. During the call, the customer mentioned being in the emergency room during the summer due to diabetes ketoacidosis. The customer did not remember any details. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.